Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black lines on the pump touch screen. Customer's blood glucose was 140 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.